Event description:
On (B)(6) 2011, patient reported her blood glucose level elevated into the 300's mg/dl. Patient stated she thought it was the insulin so she changed the insulin and her blood glucose remained elevated. Patient reported she switched to her backup infusion device and her blood glucose went back to normal. Patient's normal blood glucose level is 90-150 mg/dl. Patient stated she thinks the primary infusion device is not delivering enough insulin. Patient reported she did not receive any errors on the infusion device. Patient stated she switched to the backup infusion device and within an hour her blood glucose was back down to the normal range. Patient discarded the infusion set and insulin cartridge. On follow up call on (B)(6) 2011, patient reported she had not tried the new infusion device yet. Patient stated her blood glucose was okay while using the backup device and when using the old type of infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.